Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products - std brl lag scrw 12.5x125mm, item 236090, lot 2015101653. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-00807.

Event description:
It was reported that the hiploc plate and screw are not implanted as the surgeon was not able to disassemble the screw from the plate. It did occur during a surgery, but they used a new plate and screw.

Manufacturer narrative:
(B)(4). The product relating to the reported event has been returned to (B)(4) for evaluation. The returned hiploc plates have been confirmed as non-conforming. The internal barrel on the hiploc plate has been confirmed as undersize through dimensional checks. A review of the manufacturing history records for the hiploc plate from this event has not reported any abnormalities or deviations. 13 complaints have been recorded for a similar issue. A supplier corrective action report, scar- 01951, has been raised on sanatmetal to investigate their manufacturing processes in relation to the non-conformance. A (B)(4) has been raised to investigate receipt and release of product. (B)(4).